Event description:
Caller reported a malfunction on the pump identified with malf 9, but no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Customer technical support assisted the caller by providing pump reset information, and the caller successfully reset the pump. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump and to call back if any issues arise again.